Event description:
The patient reported that the leads "weren't working right." The leads were capped and replaced. Follow-up was conducted to obtain information on the patient and the leads, but the attempts were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.